Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise on the right atrial lead that cause auto mode switches. Noise was reproducible in clinic. Patient would be monitored. There were no plans for lead revision.